Manufacturer narrative:
This device is not in scope of recall.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be - the manufacturer received information alleging a ventilator being removed from field due to non-conforming muffler foam. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Also, section "(device) problem code grid (1)" has been updated/corrected.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The device being removed from field due to non-conforming muffler foam. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.